Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter. During the redo pvi case, when they were ablating along the lateral right atrial wall, they saw a brief impedance spike. The physician thought it may be a steam pop so they checked the area with a soundstar intracardiac echocardiography (ice) catheter and they saw a pericardial effusion. Pericardiocentesis procedure was performed for the patient and removed 850 ml of fluid. The patient began to stabilize; however, they were still losing a lot of blood so they were sent to the operating room. Reporter last heard of the patient was stable. The device evaluation was completed on 19-dec-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, a temperature and impedance test was performed and no issues were observed; however, during the pump and pressure gage test, an irrigation issue was detected due to a foreign material occluding the irrigation holes. For this reason, a scanning electron microscopy (sem) analysis was requested and it was concluded that evidence of saline solution was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event and the steam pop remains unknown. The dried saline solution causing an irrigation issue could be related to the procedure since no irrigation issue was reported by the customer. It should be noted that product failure is multifactorial. The physician stated it may have been the steam pop that caused the injury; however, they're not certain. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ and ¿steam pop¿ issues. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the biosense webster inc. Analysis finding of the ¿irrigation issue¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac tamponade which required a pericardiocentesis and sent to the operating room (or). During the redo pvi case, when they were ablating along the lateral right atrial wall, they saw a brief impedance spike. The physician thought it may be a steam pop so they checked the area with a soundstar intracardiac echocardiography (ice) catheter and they saw a pericardial effusion. Pericardiocentesis procedure was performed for the patient and removed 850 ml of fluid. The patient began to stabilize; however, they were still losing a lot of blood so they were sent to the or. Reporter last heard of the patient was stable. The physician stated it may have been the steam pop that caused the injury but they're not certain. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).